Event description:
The sys 6 dual trigger rotary was sent for svc and during failure analysis it was noted that the device ran in forward while in reverse mode. There was no pt involvement and no adverse consequences associated with the device.